Event description:
The customer reported that the device did not recognize the therapy cable. They reported that this was in training only and there was no pt involvement or impact.

Manufacturer narrative:
(B)(4). The customer reported that the device did not recognize the therapy cable. They reported that this was in training only and there was no pt involvement or impact. Philips (B)(4) evaluated the device and verified the reported symptom. The issue was localized to the power pca. The device was scrapped at philips and the customer was sent a replacement device.